Event description:
It was reported that during an implant attempt, the right atrial lead helix would not extend and there were positioning/fixing difficulties. The lead was not used; rather it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4); the full lead was returned and analyzed and the distal conductor was distorted. The distal conductor connector pin was bent, there was blood in/on the helix mechanism, there was a deformation/fracture in the proximal section of the inner coil, indicating extension problems, and there was damage at implant. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.